Event description:
It was reported via repair work order that there was reduction in brake force due to damaged crank/cam brass insert. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.